Manufacturer narrative:
The source of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this device, pacing impedance measurements on the atrial channel were greater than 3000 ohms. The device was programmed to unipolar pacing configuration and impedance measurements were within normal limits of 300-400 ohms. The lead was inspected, however, no anomalies were identified. Due to patient age (100 years old), the products remain implanted and pacing remains in unipolar configuration and sensing was programmed to bipolar configuration. No adverse patient effects were reported.